Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode migration. Programming adjustments were made, however, the issue was not resolved. The recipient underwent repositioning surgery to reinsert the electrode array.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been activated. The recipient is reportedly doing well. The recipient remains implanted. This is the final report.